Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly; the customer was using expired insulin. Customer changed pump supplies and resumed insulin delivery.